Event description:
It was reported that the customer was unable to charge the pump using the tandem-provided wall power adapter. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer addressed their bg with a manual injection. Reportedly, the customer was able to successfully charge the pump using a secondary wall power adapter.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.